Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient's visual acuity did not turn out as expected. The iol was replaced with a difference of one diopter.

Manufacturer narrative:
The lens was returned for an evaluation. Solution was observed on the lens. One haptic is broken. The optic is torn/cut into two pieces, typical of an insertion and removal. The optic edge is broken/torn (broken portion not returned). The optic also has split/cracked damaged. A lens bench evaluation could not be conducted due to the optic damage the customer indicated the use of a qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified viscoelastic was indicated. Information was provided by a health care professional (hcp) that the root cause of the complaint for "poor va, iol explanted and another one implanted" may be unrelated to the product. The reporter indicated that the involved iol was not associated with the even and that a "defect of the iol was not confirmed". A failure to follow the directions for use (dfu) occurred with the use of a non-qualified viscoelastic. The viscoelastic indicated is not qualified for the lens/cartridge combination used. (B)(4).